Event description:
A home patient (hp) contacted baxter's technical service center to report a separation of their transfer set and their peritoneal dialysis catheter during apd therapy, which resulted in bubbles being noted in the drain bag. At the time of this call, the hp was advised by baxter's service technician to contact their healthcare professional (hcp) or to go to the hospital. Follow up with the hp's hcp indicated the hp was out of town at the time the reported incident occurred, thus they went to the closest emergency room. The hcp indicated the transfer set became separated from the plastic catheter adapter. The hp received a transfer set change and was treated with prophylactic antibiotics. The hcp reports no patient injury resulted from the reported incident.